Manufacturer narrative:
Event code seroma-late was removed and rupture added based on latest information received. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a.6, b.1, b.5, b.6, d.1, d.2a, d.2b, d.4, g.2, g.4, h.4, h.6.

Event description:
Patient reported a left side "hardening, as if retaining fluid and the breast is hot". Patient later reported "prosthesis with rupture and rotation", "anterior rotation of the implant with incipient signs of intracapsular rupture", "signs of capsular contracture of breast implant", "breast cysts, measuring up to 0.8 cm, some containing thick fluid", "related to silicone-induced granuloma" and "reactive lymph nodes in the internal thoracic chain, some with secondary infiltration due to silicone, probably related to "gel bleeding"". Seroma-late has been removed per medical review guidance. Device remains implanted.

Event description:
Patient reported a left side "hardening, as if retaining fluid and the breast is hot". Patient later reported "prosthesis with rupture and rotation", "anterior rotation of the implant with incipient signs of intracapsular rupture", "signs of capsular contracture of breast implant", "breast cysts, measuring up to 0.8 cm, some containing thick fluid", "related to silicone-induced granuloma" and "reactive lymph nodes in the internal thoracic chain, some with secondary infiltration due to silicone, probably related to "gel bleeding"". Patient later reported "hardening, as if retaining fluid, and a warm breast", "capsular contracture baker grade: ii" and "intracapsular rupture". Patient was prescribed ibuprofen. Device remains implanted.

Manufacturer narrative:
Un-reporting code e2303 and a010102 as the baker grade of the reported capsular contracture is ii which received a severity 2 on the medical review. Clarification to b3. Date of event: jul 2024 was reported.

Event description:
Patient reported a left side "hardening, as if retaining fluid and the breast is hot". Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported a left side "hardening, as if retaining fluid and the breast is hot". Patient later reported "prosthesis with rupture and rotation", "anterior rotation of the implant with incipient signs of intracapsular rupture", "signs of capsular contracture of breast implant", "breast cysts, measuring up to 0.8 cm, some containing thick fluid", "related to silicone-induced granuloma" and "reactive lymph nodes in the internal thoracic chain, some with secondary infiltration due to silicone, probably related to "gel bleeding"". Patient later reported "hardening, as if retaining fluid, and a warm breast", "capsular contracture baker grade: ii" and "intracapsular rupture". Device was explanted. Patient was prescribed ibuprofen.